Manufacturer narrative:
Additional information: additional information was received and it was learnt that explant was performed. The explant was performed for overcorrected astigmatism by 1.25 d. Reportedly quality of vision was not as good as other eye symphony. This is affecting vision. No further information provided. Section a2: date of birth: (B)(6) 1949. Section a3: gender/sex: female. Section b3: date of event: unknown, not provided, but the best estimate date is between 5/31/2019 and 9/12/2019. Section d4: model #: zxt375. Section d4: catalog #: zxt375u195. Section d4: unique identifier (UDI#): (B)(4). Section d4: expiration date: 8/10/2021. Section d6: if implanted, give date: (B)(6) 2019. Section d7: if explanted, give date: (B)(6) 2019. Section h4: device manufacture date: 8/10/2016. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that 1 similar complaint was received for this production order number. No product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 10/30/2019. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received dry in a little jar. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Model #: unknown not provided. Catalog #: is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, if explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon had implanted symfony toric lens in patient¿s both operative eye. Surgeon did the calculations for symfony on the website. Reportedly the refraction in the patient¿s left eye is good. Right eye however has the astigmatism flipped by 90 degrees and is 1.5 diopter. Patient feels vision in right eye is not as good. Surgeon is planning to replace the intraocular lens with another symfony toric with lesser astigmatism correction. No further information provided.